Event description:
The pt was taken to the or for a cystoscopy. Upon viewing the bladder it was discovered that the "stone" was actually a foreign object. The pt required a cystostomy to remove the object. The object is a piece from a stapler.